Event description:
Spontaneous call to pharmacy representative. Patient reported cassette not working and tried a new cassette. Now working, no further information unknown dates because they are unknown. Not able to locate. Did the reported product fault occur while in use with the pt? Unk. Did the product issue cause or contribute to pt or clinical injury? Unk. Is the actual cassette available for investigation? Unk. Did we [MFR] replace the cassette? Unk. Did the pt have add'l cassettes they were able to switch to? Unk. What was the pt instructed to do in able to continue their infusion? Unk. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.